Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact on the customer's blood glucose level. The customer was provided with pump reset information and was assisted by technical support with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. The customer acknowledged the instructions and declined further assistance while reloading the cartridge to resume insulin.